Event description:
It was reported that the device was received with the packaging unsealed over a length of 10 cm. The device was not used because it was no longer sterile. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device/pouch and reported opened package/sterility issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information and returned analysis there is an indication of a potential lot specific product quality issue due to opened package/sterility issue. The investigation determined the reported unsealed pouch/sterility breach appears to be related to a potential quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.na.